Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. According to the clinical, on the 39th day of impella 5.5 support intermittent suction and placement signal low alarms were recorded. After optimal pump position was confirmed a placement signal not reliable alarm was also recorded. No attempts were made to resolve the issue. No product was returned for a visual inspection. Data log analysis confirmed a drop in signal not reliable, light, contrast, and gain. While the lamp increased during the same period of time. The most likely cause of the optical signal issue was an air gap. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. While on support, intermittent sxn and placement signal low alarms were noted. The team performed serial echo¿s and felt that the position was optimal. The placement signal not reliable alarms persisted. Flows, purge flow (pf) and purge pressure (pp) are stable as is the patient. No intervention was needed.